Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -10.0/4.0/095 (sphere/cylinder/axis) implantable collamer lens was torn. The reporter stated " either defect or during load ". No patient contact.

Manufacturer narrative:
Expiration date: 12/31/2023. Claim#: (B)(4).

Manufacturer narrative:
B5- per updated information the lens was noted to be damaged after loading and viewing in cartridge under microscope. A backup lens was successfully implanted. Claim # (B)(4).